Event description:
The procedure was complex and prolonged and lasted 95 minutes compared to usual duration of 45 minutes with right sided pacer implant and left sided loop explant and venous tortuosity. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).